Event description:
I made arrangements from an alere representative to have an alere determine hiv-1/2 ag/ab combo test. She gave me a telephone number to call, so I called it. I knew the person who administered the test for she had taught classes at a local clinic. We met yesterday at around noon at (B)(6). We went into the clinic and found a room to administer the test. I did not see the test in the wrapper or the finger puncture device. I think she took an already opened alere test out of the box. I had a severe reaction from the needle poke including rapid irregular heart beat. I should have called 911 last night while I was having the rapid heart beat, but I took some medicine and went to sleep. I woke up feeling numb; I have dry mouth and loose stools. I have had other bad experiences with needle pokes, but this seems to be the worst one. I am contemplating now going to the emergency room to see if they can help me. The question I have is: can a medical non-professional person administer the test? I feel really awful and I am (B)(6)and afraid of the reactions that I am having to the needle poke. I don't know if the test was reused, because I did not see her unwrap the test. I have tension in my neck, dry mouth and loose stools. Important information: I am referring to me; I have had many worries about (B)(6) infection so I had a lot of blood tests and each time I had a blood test I worried, but this time I am having serious adverse side effects I am sorry now that I had the test.